Manufacturer narrative:
Journal article: mid-term follow-up of balloon pulmonary angioplasty for inoperable chronic thromboembolic pulmonary hypertension: an experience in latin america authors: pablo sepúlveda, rené hameau, christian backhouse, et. Al. Journal: catheter cardiovascular interventions year: 2021 reference: doi.org/10.1002/ccd.29322. Age/date or birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled - mid-term follow-up of balloon pulmonary angioplasty for inoperable chronic thromboembolic pulmonary hypertension: an experience in latin america - was submitted for review. The aim of the study was to describe the characteristics of patients who underwent balloon pulmonary angioplasty (bpa) for inoperable chronic thromboembolic pulmonary hypertension (cteph) and report the mid-term outcomes. Between august 2016 and september 2019, 22 patients underwent 81 bpa and were followed for as long as 33.1 months. Medtronic launcher guide catheter and angiographic wire devices were among the devices used in the bpa procedures. The right jugular vein was used to access the right lung circulation, and the right femoral vein was used to access the left lung circulation. In case of failure to access both veins, the right brachial vein was used to access both lungs. After the access site was secured, a bolus of 2,000 iu of unfractionated heparin was given intravenously, with 1,000 iu boluses every hour thereafter until the end of the intervention. Oxygen was given during the procedure. First of all, an rhc was performed using a 7f non-medtronic catheter and cardiac output calculated using the thermodilution method. Then, the non-medtronic catheter was exchanged over a non-medtronic wire, and a 6f launcher guide catheter (pli10) was advanced. Pulmonary angiography (pag) was done in the main branch of the pulmonary artery at each side, with anteroposterior and oblique contralateral projections acquired for each lung. The launcher was then exchanged over a medtronic j-tip fixed core exchange guidewire (pli30) and a non- medtronic peripheral guiding sheath was positioned in the trunk of the pulmonary artery or one of its main branches. A medtronic 6f jr-4 launcher guide catheter (pli20) or 6f non-medtronic device were selectively engaged in the targeted segmental or subsegmental artery. After crossing the lesion with a non-medtronic floppy wire, a semi-compliant balloon was inflated to nominal pressure. Bpa was considered successful if the target vessel was reopened, with restoration of antegrade flow and increase in venous return in the intervened segment, along with a decrease in mean pulmonary artery pressure (mpap) at the end of the procedure. Twenty one patients experienced a successful procedure. There were 9 procedural-related complications, 7 of those being vascular com plications (vc). The most common vc was wire perforation with hemoptysis. Most of the bleeding events were self-limited and low risk, without "emodynamic" instability. Dissection was also reported. One patient had a life-threatening bleeding due to balloon over-dilatation that needed urgent coil implantation. One patient developed lung reperfusion injury, which was successfully treated with non-invasive mechanical ventilation. There was no mortality associated with bpa.

Manufacturer narrative:
Additional information: the semi compliant balloons used during the procedures were not medtronic devices. There was no causal relationships between the medtronic guide catheters or guidewire devices and any of the vascular complications or any of the lung reperfusion injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.